Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ impella rp smart assist system with automated impella controller section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The patient¿s pedal pulses were not able to be dopplered prior to impella insertion. Overnight the patient¿s right leg became cold and cyanotic. The resolution for this issue is unknown. Additionally during support, the device exhibited high purge pressure. The resolution for this issue is unknown. Survival outcome at explant noted the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.